Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead failed to advance over the guidewire. The lv lead was not used and was replaced with another lv lead. The patient remained in stable condition.